Event description:
It was reported that lvad patient seen in clinic and required a controller change per industry recommendation for faulty lines in display screen of controller face. Patient controller (B)(4) removed and replaced by controller (B)(4). New backup controller dispensed (B)(4). Patient tolerated procedure well.